Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak at the probe of the coulter ac t diff 2 analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The customer was able to fix the leak by troubleshooting with the field service engineer (fse) over the phone. The fse instructed the customer to rinse the probe wipe block line with bleach. The customer flushed the line with bleach and the leak was fixed. The customer verified that the instrument was running without any leaks. Service was not dispatched for this event. The cause of the leak was the probe wipe block. (B)(4).